Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the device does not boot. When we checked the device, the control board connector burned. No health consequences or impact. Patient involvement unknown

Event description:
The following was reported to hamiton medical ag: the device does not boot. When we checked the device, the control board connector burned. No health consequences or impact. Patient involvement unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.